Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for patient¿s samples tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system. The customer reported that on (B)(6) 2021 run #259 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample analyzed on the cobas liat system (s/n (B)(4)). The patient¿s sample was repeat tested analyzed on a different cobas liat system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. It was also noticed that run #408 on (B)(6) 2021 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a 2nd patient¿s sample analyzed on the cobas liat system (s/n (B)(4)). The patient¿s sample was repeat tested on a different cobas liat system (s/n(B)(4)) that generated a sars-cov-2 positive, influenza a negative, influenza b negative result. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
B5: corrected the results for the retest from sars-cov-2 positive to sars negative. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from taiwan alleged that they received potential false positive results for patient¿s samples tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system. The customer reported that on (B)(6) 2021 run #(B)(4) generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample analyzed on the cobas liat system (s/n(B)(6)). The patient¿s sample was repeat tested analyzed on a different cobas liat system (s/n(B)(6)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. It was also noticed that run #(B)(4) on (B)(6) 2021 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a 2nd patient¿s sample analyzed on the cobas liat system (s/n(B)(6)). The patient¿s sample was repeat tested on a different cobas liat system (s/n(B)(6)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No issue identified during investigation and the information in the case for the 2 addressed runs indicates the samples are limit of detection (lod) which can waver upon repeat. (B)(4).